Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. The implantable cardioverter defibrillator showed post paced t-wave causing non sustained right ventricular oversensing. The patient did not receive therapy during the oversensing. No intervention or patient symptoms have been reported. No other information is available.